Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had accidentally requested a bolus of 15 units instead of 15 grams of carbohydrates. Reportedly, the customer had stopped the insulin delivery and only 7 units of the unintended bolus had been delivered. The customer's blood glucose level was 167 (mg/dl) at the time of the report. The customer was to monitor the bg level during the night. Multiple attempts were made to follow-up with the customer to confirm the bg status; however, the customer did not reply to the requests.